Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient with a cardiac resynchronization therapy defibrillator (crt-d) was deceased. . Information identified in the manufacture's data base indicated the patient died approximately two months post the implant of the crt-d. Cause of death was requested and not received.